Manufacturer narrative:
Five samples model mz9313 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water, attached to a smartsite and pressurized. The male luer did not separate. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxzero extension set was damaged. The following information was provided by the initial reporter: customer has been experiencing some issues with the product mfg#mz9313, particularly with lot#25095058. The piece on the end breaks off. This has occurred 10 times last week. Additional information received from the customer: can you please provide an exact date of incident in this format mm-dd-yyyy? 12-01-2025 through 12-06-2025. Was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? Complications ¿ patient did not receive full amount of seizure medication due to leaking at the broken part.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.